Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a curved opening on posterior, brown particles in the shell, and the device was underweight. A visual and microscopic analysis was performed which identified a crease sharp opening on posterior, creases fold, and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.